Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the inner cannula with number 3 on it did not fit in the tracheostomy. There was no reported patient outcome.